Manufacturer narrative:
Vendor evaluation received states: the particle was inspected under 177x magnification and reveals that the particle appears to be a scrap chip from the screw machining operation. The titanium infusion cannula, when assembled to the tubing, is 100% inspected for foreign material in the ID under 7x magnification on a lighted assembly fixture by the operator. If the operator would see any foreign material the piece would be taken off the fixture, scrapped or a pin run thru the ID to clear it. This procedure is documented in the manufacturing procedure for the esa infusion line assembly and esa infusion body assembly. The complaint explanation from the customer did not identify where on the infusion cannula assembly the particle was found but looking at the tiny size one might deduce that it was found in the ID. We have very experienced operators assembling these parts. The particle could have been inadvertently missed by an operator. The device history review for the assembly was reviewed and nothing was noted in regards to this issue. The product was assembled on march 10, 2016. This is the first complaint received regarding this product issue. The current procedure has been in existence since 2013. This is considered to be an isolated incident.

Manufacturer narrative:
One small plastic vial was returned containing three esa hub and sleeve assemblies and what looks like an infusion cannula with a piece of tubing attached. The infusion cannula was inserted into one of the esa hubs. The original packaging was not returned. The part number and lot number cannot be verified or determined. A small piece of a swab tip was also received in the vial. Visual inspection of the swab found a spiraled up, green, sliver-like particle. The color of the particle is similar to the color of the esa hubs and sleeves. The source and origin of the particle could not be determined.

Manufacturer narrative:
Due to additional information received the event is now classified as a serious injury.

Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A particle that appears to be part of the of the trocar was found in the eye during surgery. The particle was removed with a sclerotomy. No patient impact or injury was reported.